Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary:the device was returned and analyzed.analysis was performed and no anomalies were found and the returned device indicated a set screw with a rounded socket. (B)(4).

Event description:
It was reported that during implant the physician had problems with fixing the setscrew on the device. The device was not used. No patient complications have been reported as a result of this event.